Manufacturer narrative:
Investigation results the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned by the medical facility.